Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was completed: the 5.0 mm flexible shaft (part number 352.040, lot number unknown) was returned to us customer quality. Upon visual inspection, it was noted that the device was broken into two separate pieces axially. The break was oblique with uneven with jagged ends. The proximal portion of the shaft was not returned. The returned shaft appeared dull and worn indicating signs of routine use. Additionally, one of the four prongs at the distal tip seemed to be slightly deformed and flared up, extended outward at angle, more likely because of normal wear. It is likely that consistent use and possible rough handling during surgery has led to this complaint condition. This is consistent with the reported complaint condition, thus confirming the complaint. The proximal part of the device has the part and lot number etched on it. In this case, as the proximal portion of the flexible was not returned, the lot number could not be determined. Based on visual inspection and upon comparison with the design drawings, it was determined that the returned device was made during the time frame of 2002 ¿ 2016. The relevant drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. Since a lot number was not available, device history review and material/hardness review could not be performed. Dimensional analysis was completed. The inside diameter of the returned shaft near location of breakage measured within specification. The outside diameter of the returned shaft near location of breakage measured within specification. One of the four prongs of the inner shaft seemed to be deformed and flared up, extended outward at angle, more likely because of normal wear and repeated use. Dimensional analysis could not be performed due to post manufacturing deformity. The complaint condition is confirmed as the device was received broken and the proximal broken end of the device was not returned. While a definitive root cause could not be determined, it is likely that consistent use and possible rough handling (over flexing of the shaft as indicated by the jagged oblique fracture) during surgery has led to this complaint condition. The associated flexible reamer technique guide warns that blunt reamer heads can increase intramedullary pressure and temperature significantly, and that reaming should never be done without using a reaming rod. Additionally, if the procedure involved reaming of bone which was exceptionally dense/hard, it could have also introduced complications which could have contributed to the complaint condition. A combination of worn device (dull reamer head), not following procedure and/or application of high mechanical force during the surgery could have contributed to the complaint condition. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a flexible shaft broke during an unknown surgery. Fragments were easily removed with no fragments left in the patient and another flexible shaft in the set was used to complete the procedure. There was no surgical delay. Procedure was successfully completed with no patient consequence. This report is for one (1) 5.0mm flexible shaft. This is report 1 of 1 for complaint pc-(B)(4).